Manufacturer narrative:
Device not returned.

Event description:
It was reported that insulin leaked from the t:lock connection. Customer's blood glucose level was 312 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.